Event description:
A surgeon reported that after implantation of an intraocular lens (iol) a white opacity was noted on part of the optic. The pt has complained of a little photophobia. The iol remains implanted. Additional info has been requested.